Event description:
It was reported that the handpiece leaked a brown substance. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was sent from an international distribution center to the MFR for eval, and the reported condition of the device leaking was duplicated. Based on the investigation details, service was performed on the device, and it received a clean, lube, and adjust. The handpiece was repaired and returned to the customer. A sample was taken for testing, and a f/u report will be submitted if the results of the quality investigation require one.